Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered a shock when the patient used an electric muscle stimulator and following this, emitted 4 beeps. Upon interrogation, the atrial, rate/sense and ventricular lead impedance measurements were low. There was no capture on the ventricular (v) lead and atrial (a) thresholds were high. There was no report of a fault code. There is noise that is oversensed from the use of the muscle stimulator but no noise on the shock egm or atrial egm. It is reported that the ventricular lead insulation was compromised during the previous battery change. At the time of the current device replacement, there was no sign that the v lead had been repaired. The a lead (4460) had peeled back at the pin and was repaired.